Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material remained in the device due to the user deviating from the reprocessing steps in the instructions for use (IFU). However, the foreign material could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following IFU the which state: ¿chapter 3 preparation and inspection: 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the evis lucera elite gastrointestinal videoscope the air/water flow issues from the air/water flow system during a therapeutic gastric polypectomy. The intended procedure was completed with another similar device. There was a 5-minute delay for the scope to be exchanged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device was clogged with foreign matter in the nozzle. There were no reports of patient harm or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation, the nozzle has foreign objects due to insufficient cleaning. Additional evaluation findings were as follows: due to a pinhole on the channel-tube, water tightness is lost, the plastic distal end has a burn, the plastic distal end, the channel tube, the bending section cover, the connecting tube all have a scratch, the adhesives around the light guide lens has white-clouded area, the adhesive around the objective lens was peeled, there is deterioration due to stress during reprocessing (caused by handling), the paint on the air/water cylinder was peeled, due to clogging of nozzle, water removal ability does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, air supply volume does not meet the standard value, the adhesive on the bending section cover has white-clouded area, the adhesive on the bending section cover has a chip, the angle wires become stretched, due to wear of angle wire, the bending angle in up direction does not meet the standard value, and the connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.